Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide with the foot break is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger of the 1st proglide was pressed in for step #2 and pulled out with the suture connected. As the device was removed from the anatomy, the foot felt broken. After successful removal, the foot separated completely from the footplate outside the anatomy. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. The two proglide knots were advanced to the vessel wall. Hemostasis was not fully achieved. A non-abbott device was used to complete hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to previously filed report, update to information provided: it was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a tavi procedure. Reportedly, the plunger of the 1st proglide was pressed in for step #2 and pulled out with the suture connected. As the device was removed from the anatomy, the guide was noted to be broken in the footplate area yet was still held together with the actuator wire. After successful device removal without issue, the sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. The two proglide knots were advanced to the vessel wall; however, hemostasis was not fully achieved. A non-abbott device was added to achieve complete hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: description of event or problem.